Event description:
Her right knee drained/ drained it again/having 40 ml drained [effusion (r) knee] . Pain and swelling that is progressing up her right thigh [swelling of r knee] ([swelling of limb], [joint warmth]). Pain [aching (r) knee] ([radiating pain], [subtherapeutic response]). Can hardly sleep [poor quality sleep] . Can put just a little weight on it [weight bearing difficulty] . Shins are knotted [lower extremity mass] . Leg is still sore [pain in leg] . Chills [chills] . Can hardly walk [walking difficulty] . Case narrative: initial information received on 03-jul-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 61 years old female patient who experienced her right knee drained/ drained it again/having 40 ml drained after 2 days and after unknown latency can hardly sleep or walk, can put just a little weight on it, can hardly sleep or walk, shins are knotted, leg is still sore, pain and swelling that is progressing up her right thigh, pain and chills while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only in both knees via intra-articular route (lot-unknown) for arthritis. Information for batch number requested. On (B)(6) 2019, she had her right knee drained and steroids injected. She stated that she was given a steroid pack which she had finished. On an unknown date in 2019, she could hardly sleep or walk and was no better than she was with complaints of pain and swelling that was progressing up her right thigh. She also stated that the knee had been hot but no color changed and she has had chills also stating she was "never cold" (stat date: unknown date in 2019). It was reported that she went back to the doctor on (B)(6) 2019 and they drained it again and sent off samples for testing that came back negative for bacteria. It was also mentioned that 40 ml was drained from knee. She went to her general practitioner for an unrelated problem and the nurse practitioner looked at her knee and told her she needed to pursue it since the swelling was going up her thigh. It was stated the doctor wanted to get an MRI but the insurance denied it. On an unknown date in 2019, patient's leg was still sore, her "shins were knotted" and could put just a little weight. She had used ice, elevated it at night and during the day in the recliner and was taking ibuprofen for pain. The event of right knee drained/ drained it again/having 40 ml drained was assesses as serious due to seriousness criteria of intervention required. Final diagnosis was her right knee drained/ drained it again/having 40 ml drained after 2 days and after unknown latency can hardly sleep or walk, can put just a little weight on it, can hardly sleep or walk, shins are knotted, leg is still sore, pain and swelling that is progressing up her right thigh pain and chills. Action taken: not applicable for all the events. Corrective treatment: ibuprofen, ice, elevated it at night and during the day in the recline, steroid pack for pain; steroid pack for her right knee drained/ drained it again/having 40 ml drained and pain and swelling that is progressing up her right thigh; not reported for rest for the events. Outcome: not recovered / not resolved for leg is still sore; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one with global ptc number:(B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 18-jul-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Her right knee drained/ drained it again/having 40 ml drained [effusion (r) knee]. Pain and swelling that is progressing up her right thigh [swelling of r knee] ([swelling of limb], [joint warmth]). Pain [aching (r) knee] ([radiating pain], [subtherapeutic response]). Can hardly sleep [poor quality sleep]. Can put just a little weight on it [weight bearing difficulty]. Can hardly walk [walking difficulty]. Shins are knotted [lower extremity mass]. Leg is still sore [pain in leg]. Chills [chills]. Case narrative: initial information received on 03-jul-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) years old female patient who experienced her right knee drained/ drained it again/having 40 ml drained after 2 days and after unknown latency can hardly sleep or walk, can put just a little weight on it, can hardly sleep or walk, shins are knotted, leg is still sore, pain and swelling that is progressing up her right thigh, pain and chills while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only in both knees via intra-articular route (lot-unknown) for arthritis. Information for batch number requested. On (B)(6) 2019, she had her right knee drained and steroids injected. She stated that she was given a steroid pack which she had finished. On an unknown date in 2019, she could hardly sleep or walk and was no better than she was with complaints of pain and swelling that was progressing up her right thigh. She also stated that the knee had been hot but no color changed and she has had chills also stating she was "never cold" (stat date: unknown date in 2019). It was reported that she went back to the doctor on (B)(6) 2019 and they drained it again and sent off samples for testing that came back negative for bacteria. It was also mentioned that 40 ml was drained from knee. She went to her general practitioner for an unrelated problem and the nurse practitioner looked at her knee and told her she needed to pursue it since the swelling was going up her thigh. It was stated the doctor wanted to get an MRI but the insurance denied it. On an unknown date in 2019, patient's leg was still sore, her "shins were knotted" and could put just a little weight. She had used ice, elevated it at night and during the day in the recliner and was taking ibuprofen for pain. The event of right knee drained/ drained it again/having 40 ml drained was assesses as serious due to seriousness criteria of intervention required. Final diagnosis was her right knee drained/ drained it again/having 40 ml drained after 2 days and after unknown latency can hardly sleep or walk, can put just a little weight on it, can hardly sleep or walk, shins are knotted, leg is still sore, pain and swelling that is progressing up her right thigh pain and chills. Action taken: not applicable for all the events. Corrective treatment: ibuprofen, ice, elevated it at night and during the day in the recline, steroid pack for pain; steroid pack for her right knee drained/ drained it again/having 40 ml drained and pain and swelling that is progressing up her right thigh; not reported for rest for the events. Outcome: not recovered / not resolved for leg is still sore; unknown for rest of the events. A product technical complaint was initiated, and results were pending for same.